Event description:
It was reported that the device was used during a total gastrectomy procedure. The device cut the tissue but did not staple. The surgeon completed the case with hand suture. The o.r. Time was extended 1.5 hours to complete the case. The anastomosis bled excessively while repairing.